Event description:
Vac-non-operative, reported to kinetic svc rep. 1) order pending, 2) no call back. Pt at risk (medically) from not receiving a workable vac for draining of wound in a professional or timely manner.